Event description:
It was reported by the customer that a pyxis medstation es system tower doors did not respond and drawers couldn't recover with keys or by rebooting the station. The customer stated that there were able to get medications from another station and there was no delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the diagnostics tool didn't detect the doors. A field service engineer replaced the controller board and rebooted the device. The system functioned as intended after the field service engineer troubleshooted the device.